Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 433 mg/dl. The customer's blood glucose level was high to due to the medication and steroids she was taking. The sensor's needle would not release. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in that condition due to customer returning it opened and used.